Manufacturer narrative:
Concomitant medical devices: product ID :37603, serial#(B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient did have some "seizure-like dyskinesia" the day after implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.